Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose level was 6.8 mmol/l at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 alarm noted during testing. No unexpected pump error 25 noted in the long trace or pump history. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.